Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general instrument issue seemed unlikely as the calibration and qc on the day of the event was within acceptable range. It was noted the customer used a "5 ml plastic tube" for the aliquot of the patient sample. Use of a non-specified secondary tube could lead to sampling issues on the analyzer.

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for one patient sample. The initial result was 0.391 iu/l the repeat result was > 10000 iu/l with a data flag. The result of 0.391 iu/l was reported outside the laboratory as <1 iu/l. The lab received a phone call asking for repeat testing. The sample was retested and the result was 0.391 iu/l. The repeat result with a 1:100 dilution was 33585 iu/l. On (B)(6) 2014 the sample was repeated. The result was > 10000 iu/l with a data flag and with a 1:100 dilution was 33992 iu/l. Information concerning if the patent was adversely affected was requested, but was not provided. The hcg+b reagent lot number was 17753700. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).